Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had broken lock screws, and the drawer could not be closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 had broken lock screws and could not be closed. A field service engineer (fse) found that the screws had come loose on the hard stop for drawer 7, a full-height cubie drawer. The screws were securely fastened back in place to resolve the issue. The system functioned as intended after the field service engineer repaired the device.